Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient had right femoral implant subside. Original dos (B)(6) 2017. Patient consequence? :yes. Patient consequence description:patient had right hip pain. Action taken for procedure:patient underwent revision of femoral component. Is the information being submitted for this complaint all the details that are known/available regarding this event? : yes. Doi: (B)(6) 2017; dor: (B)(6) 2018; right hip.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4) investigation summary ==> no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.